Event description:
During product evaluation, a flogard infusion pump was found with an f-94 alarm. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, and battery testing were performed. The f-94 alarm was identified during the functional testing. The cause of the condition was determined to be a damaged battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.